Event description:
It was reported, "the arthroplasty was revised due to malposition and dislocation. The femoral component was revised. The components were implanted in situ for 0.23y. Medical records and x-rays were not provided to stryker for review.

Manufacturer narrative:
Device not returned. No evaluation will be performed. If device becomes available, a supplemental report will be issued.